Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing pain shortly after implant. Low evoked response at high capture thresholds was noted. Right ventricular (rv) auto threshold test was found above programmed amplitude or suspended. Technical services (ts) reviewed reasons for the exhibited behavior. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing pain shortly after implant. Low evoked response at high capture thresholds was noted. Right ventricular (rv) auto threshold test was found above programmed amplitude or suspended. Technical services (ts) reviewed reasons for the exhibited behavior. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received and noise was recently reported. No adverse patient effects were reported.